Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿felt slight pain" in right breast and "right breast changed shape." ¿fluid¿ was present and there "was probability that the right breast implant was broken¿. The device remains implanted.

Manufacturer narrative:
The reason for reoperation is rupture. Explant date: explant surgery is planned for the future.

Event description:
Patient reported ¿felt slight pain" in right breast and "right breast changed shape." ¿fluid¿ was present and there "was probability that the right breast implant was broken¿. The device remains implanted.